Event description:
It was reported that the user switched from a Dexcom sensor to a FreeStyle Libre 3 Plus sensor and scanned the sensor using the Abbott app, after which the sensor could not be started on the iLet mobile app, consistent with a single-start limitation and an incorrect start procedure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with the issue attributed to an improper or incorrect procedure; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.